Event description:
On (B)(6) 2012, pt reported the down button on the infusion device is not functioning. Pt stated she boluses once a week with the infusion device itself. Pt reported she noticed the issue when attempting to bolus. Pt stated the issue first occurred about a month ago. Pt reported when she pressed the down button nothing would happen and then she had to press it very hard to get the screen to change and administer the bolus. Pt stated when she attempted to bolus this time; no matter how hard she pressed it would not work. Pt reported the button does pop up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.